Manufacturer narrative:
The vertek arm was returned to the manufacturer for analysis. The arm was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A replacement part was shipped to the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure while using the thermal therapy system, it was found that the threads of the articulating arm were stripped and worn out and causing movement during confirmation. The site replaced the articulating arm and re-registered the patient and then was able to proceed with the procedure. No additional information was provided. There was a reported delay to the procedure of 30 minutes due to this issue. There was no impact on patient outcome.